Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins).it was reported that the patient thought they saw a por message on their recharger on 2020-mar-29. The therapy had been turned down low since seeing the message and now they are in pain. The patient was able to get to the normal therapy screen on the recharger. The patient por screen was discovered to be an eri screen. The patient saw a message about six months ago that could have been a por or eri message. No further complications were reported or anticipated. 2024-12-05 rtg0708676: the reason for call was patient said their implant is dead and it is not working. Patient said the battery site has been killing them for almost 2 years. Patient asked about red light therapy. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. The reason for call was patient noticed their ID card had their old address. Patient wanted to update it. Patient also mentioned they looked up their model # and saw it had been recalled and they had the same issue: battery died. The implant battery died and had been dead for over a year or before that. Patient did not remember the year and said they called about it. Reviewed implant longevity is 9 years. Patient then said they were glad the implant died because it was giving them too much problems. It was not working right. Patient complained all the time, it was vibrating in their chest and they said that was impossible. Patient was complaining right after it was installed. Patient also mentioned they had a recharger beeping issue once too and they had to keep trying to reset. Patient still had the implant in them and wanted it out but did not know when they would be able to do it.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.